Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb port was damaged resulting in the inability to charge the pump's battery. The customer's blood glucose level was 100 mg/dl. A loaner pump was sent to the customer.